Manufacturer narrative:
The following fields have been updated with corrected information. The imdrf annex b grid has been updated to remove the following annex b codes. Imdrf annex b11 - historical data analysis imdrf annex b14 - analysis of production records investigation summary: bd received one photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode: underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, an unspecified number of tubes are not filling sufficiently. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: bd received one photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode: underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, an unspecified number of tubes are not filling sufficiently. No adverse impact was reported regarding the patient or user.